Event description:
Following a rotator cuff repair the surgeon determined the anchors (a total of two) would not remain fixated in the bone. The surgeon elected to convert from an arthroscopic procedure to an open procedure resulting in a delay of less than fifteen minutes. Then altered his technique to a bone tunnel and suture method. It was indicated by the surgeon that the bone quality of the patient was poor.